Event description:
The customer reported that the case by the battery door is cracked. There was no pt injury reported. Inspection of the product shows that the alarm has intermittent power.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the alarms case is cracked, the battery door is broken so that it can not be locked, intermittent power and the rj11 pins are bent. (B) (4).